Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when customer remove the sensor, the cannula was missing or retracted. Customer reported that site was also bleeding. Customer's blood glucose was 4.4 mmol/l. Sensor would need to be replaced.